Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level. The customer contacted support, and they assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. The customer was advised to call back if the issue happened again and was informed about updating the pump, which they acknowledged and understood.